Event description:
Reportedly, the pacemaker's longevity is apparently unexpectedly low. An explanation is requested.

Manufacturer narrative:
Preliminary analysis of available follow-up data determined that normal battery depletion had occurred with this pacemaker.

Event description:
Reportedly, the pacemaker's longevity is apparently unexpectedly low. An explanation is requested.